Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, the fse arrived at the site to address the reported event. Inspection of the device revealed that buffer lines 2 & 3 were switched. The fse corrected the lines and upgraded the device software. The device subsequently ran without errors. No further action was required by field service. The most probable cause of the reported event was incorrect placement of buffer lines 2 & 3.

Event description:
On (B)(6) 2016, the customer reported that the g8 analyzer was not functioning correctly and had some missing peaks. Two buffer bags had recently been replaced with f lot buffers. H lot buffers had previously been in use. Technical support (ts) instructed the customer on how to flush the buffers and replace the column, but the issue persisted. Ts also instructed the customer to drain/flush, prime & replace reagents, and replace a second column. The customer reported getting one very large peak. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.